Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range high voltage lead impedance and low sending were observed. Programming changes were made. The patient is stable and will be monitored via merlin.net.